Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("pelvic/ abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, fatigue and headache outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added: "dysmenorrhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tubes, fatigue, headaches". Patient's demographics were added. Product indication updated. Essure insertion was updated and removal date was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and device dislocation ('migration / displaced/migrated right tubal essure device embedded in llq omentum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("pelvic/ abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (davinci assisted laparoscopic supracervical hysterectomy bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, fatigue and headache outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (as per pif)discrepancy noted date(s) of removal: (B)(6) 2018 (as per pif)discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc; after internal review, event embedded device was deleted as clinical concept already captured with event device dislocation into abdominal cavity. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration / displaced/migrated right tubal essure device embedded in llq omentum') and embedded device ('essure device embedded in llq omentum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("pelvic/ abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (davinci assisted laparoscopic supracervical hysterectomy bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, fatigue and headache outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (as per pif)discrepancy noted date(s) of removal: (B)(6) 2018 (as per pif)discrepancy noted diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: event essure device embedded was added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.